Manufacturer narrative:
The returned device was evaluated. During investigation, the unit was unable to power on with the battery as it was completely discharged. The unit was able to power on with ac power, and remained powered on while docking and undocking, however, the radical-7 display shut down within about a minute (screen blank) and 10 beeps are heard. With this condition, the device was unable to operate for more than a minute. The 10 beeps alarm looped continuously until the device was shut down by holding the power key for a few seconds. The instrument board was found to have a shorted connection due to a failed u21 (current limiter ic). A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the device shuts itself off intermittently. No known impact or consequence to patient were reported.